Manufacturer narrative:
(B)(6). Date of report: 06 aug 2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The customer returned da board for investigation: it was determined: no failure was found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that an occurrence of e/c 1007 and of e/c 1108 were recorded in the error log and that the unit failed the pressure accuracy test (pvt test 4). There was no patient involvement.